Manufacturer narrative:
These devices are used for treatment. Visual inspection of the augment provisional short screws confirms no damage to the returned screws. Dimensions were found conforming to print specifications where measured. The screws are packaged in a quantity of four; only the two short screws that remained in the pt were returned for review, the other two were not returned. The femoral provisional was not returned for review. The surgical technique states that after tracking of the patellar provisional has been evaluated against the femoral provisional/cutting guide, removed all provisionals. A definitive root cause cannot be determined with the info provided.

Event description:
It was reported that the augment screws were found on a post-op x-ray. A second surgery was required to remove the screws.

Manufacturer narrative:
This report will be amended when our investigation is complete.